Event description:
The customer activated the device at about dinner time on (B)(6) 2012 and with blood glucose in normal range. A few hours later he noticed his bg beginning to go up and by early morning on (B)(6) his bg read above 300 mg/dl. He took a manual insulin injection and he went to sleep. When he woke up in the morning he had a reading in the 200s mg/dl. He stated that when he carefully removed the pod he saw no cannula.

Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed and its root cause was determined to be a manufacturing error. The needle mechanism release bar was installed incorrectly which prevent the mechanism from deploying correctly and interrupting insulin delivery. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria. There was evidence of this failure mode was seen during qualification testing, but risk assessment results were within acceptable range. Insulet conducted an investigation into this issue.